Manufacturer narrative:
The consumer returned three lenses in sealed blisters. Two of the three samples received were tested. Both samples were found to meet manufacturing specifications. The investigation included a review of the complaint history/trend, manufacturing records, component nonconformance history, nonconformance history, in process sampling/control information, equipment logbook, filling/packaging, sterilization, returned sample inspection, and training deviations. There were no deviations that would contribute to the nature of the complaint. A root cause was not confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Regulatory contact facility: alcon laboratories, inc. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a physician on (B)(6) 2019 that a patient experienced corneal abscess on the left eye following an adaptation with the contact lens. At the time of the initial report, symptom resolution is unknown. Additional information has been requested but not yet received.